Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fiber went end firing @ 88, 793" of use. "At one point during the procedure a blood clot stuck to the end of the fiber; the physician cleaned the fiber and it would seem it overheated the end of the fiber." The procedure was completed using a second fiber. Patient outcome: "no adverse outcome to patient."

Manufacturer narrative:
(B)(4).